Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for routine follow up. Externalization was observed in two locations under fluoroscopy. No electrical anomalies were observed. The patient will continue to be monitored with routine follow up.